Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with nordic bluetooth device was performed and passed. Transmitter functional testing was performed and there was no failure detected related to the complaint. A review of the share data log confirmed the reported event of loss of connection and the defect was not found to be the transmitter. The probable cause was determined to be no communication. No additional event or patient information is available.